Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). Quality control was acceptable on the date of patient testing. The field application specialist provided technical assistance by changing the pinch tubing and wash probe, and making mechanical adjustments. The investigation is still ongoing.

Event description:
The initial reporter questioned non-reproducible elecsys hcg + beta test system results on a cobas 6000 e 601 module. The customer provided questioned results for one patient. The initial result was reported outside the laboratory. The sample was repeated and the repeat result was determined to be correct. On (B)(6) 2020, the initial hcg result was 91.47 miu/ml. On (B)(6) 2020, the repeat result was 0.100 miu/ml with a data flag. Hcg reagent lot used for patient testing was 414421 with an expiration date of 30-oct-2020.